Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 mg/dl. Customer¿s current blood glucose level was 208 mg/dl. The customer treated with the changing set and bolus. Troubleshooting was done for high blood glucose. The drive support cap appears normal. Customer also reports no delivery alarm. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.